Manufacturer narrative:
It was reported that during an atrial fibrillation (afib) ablation procedure with a smartablate¿ system rf generator (us) and the start / stop button on the smartablate remote were functioning intermittently throughout the procedure. The start button had to be pushed 2-3 times before the button would respond, each time. The stop button functioned intermittently only a few times during the case. The smartablate remote was replaced with one from another system and the issue was resolved. The procedure continued without further issues. There were no patient consequences. Device evaluation details: the device was evaluated and the remote user interface (ui) was found to be defective. Defective part was replaced. Issue was resolved. The device was also subjected to planned maintenance, safety and functional testing; all tests passed. A manufacturing record evaluation was performed for the finished device and no internal actions related to the reported complaint condition were identified. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref#: (B)(4).

Manufacturer narrative:
On 8/14/2020, biosense webster inc. Processed a reportability determination change based on a recent transition of MDR reporting responsibilities for manufacturers to the ous manufacturer of this device. Biosense webster inc. Has assumed MDR reporting responsibilities as required for importers as per FDA regulation (21 cfr part 803 - medical device reporting. Subpart d - importer reporting requirements (803.40 - 803.42)). As such, this event is no longer considered to be MDR reportable for bwi. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that during an atrial fibrillation (afib) ablation procedure with a smartablate¿ system rf generator (us) and the start/stop button on the smartablate remote were functioning intermittently throughout the procedure. The start button had to be pushed 2-3 times before the button would respond, each time. The stop button functioned intermittently only a few times during the case. The smartablate remote was replaced with one from another system and the issue was resolved. The procedure continued without further issues. There were no patient consequences.